Manufacturer narrative:
20 ml zr flush syringe lot 3135569 exp (B)(6) 2021 . The customer¿s report of a leak at the needleless connector was confirmed based on testing performed. It was observed there was a leak at the connection area of the smartsite valve, and the extension set's female luer components. The leaking connection area was carefully detached from each other and the connection felt loose. Inspection of the mated components also observed no obvious damages or issues and were within iso specification(s). The recently mated components were re-attached and testing re-done. No fluid leak was observed, however; a leak during pressure testing was observed. Functional leak testing was performed, and air bubbles (indicating a leak) were observed at the connection area of the valve and extension set's female luer. No other leaks were observed. The root cause was identified as being due to a discontinuous surface contact caused by a molding defect in the extension set's female luer component.

Event description:
It was reported that a leak at the needleless connector occurred during a 10 ml normal saline flush. The rn further stated during follow-up that there was no other event details or patient demographics available, other than what was sent with the product.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that a leak at the needleless connector occurred during a 10 ml normal saline flush.